Event description:
Treatment of an avm. It was reported the avm was treated with onyx through the ultraflow catheter with approx 1.5-2cm of onyx reflux. Upon catheter removal, the physician notice higher force required and stopped. Another attempt was made which was not possible as the pt experienced vasospasm and the pt was administered nimotop. A microsnare was used to support pull backed the catheter. It was reported the catheter broke off 20cm from the distal tip. The broken segment remained in the pt. It was reported the pt had a bleed on the night of the procedure and another bleed on the following day. Two days after, the pt expired. Same event as MDR#2029214-2010-00068.

Manufacturer narrative:
The proximal section of the catheter was returned for eval with approximately 20 cm of the distal segment missing. The amount of onyx (liquid embolic) reflux was reported to be 1.5-2 cm (per IFU warning, "do not allow more than 1 cm of onyx to reflux back over catheter tip.") When the amount of reflux is greater than 1 cm, this can lead to catheter tip entrapment and during withdrawal, catheter separations can result. Results - catheter separation. (B) (4)